Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked from the side of reservoir while filling. Customer felt insulin on her fingers and states that insulin was on the top cap or septum. Customer's blood glucose was 214 mg/dl. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer was advised that reservoir would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.